Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 facility address:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of subject device went completely black during sedation, and the examination became not able to be performed. The event occurred at an unspecified diagnostic procedure. The procedure was prolonged less than 30 minutes and completed with a back-up device. There were no reports of patient harm.